Event description:
It was reported that the patient had been having toe pulling sensation since their knee replacement surgery 4 months ago on (B)(6) 2014. The patient had major knee surgery and was having pain in both their knees. The patient would have knee surgery again on the other knee and they were taking oral pain medication. It was noted that the patient went for treatment for colon cancer, which was why they had the problems with their knees. The patient had an EKG recently and they experienced toe pulling. It was noted that the patient had nerve damage throughout their body. The patient changed from program 2 to program 3 and the toe pulling sensation went away. The patient increased stimulation on program 3 up to 4.0v and they could feel stimulation and had the toe pulling sensation again. The patient turned stimulation down until the toe pulling went away and they could not feel stimulation then. The patient was told by their health care provider¿s (hcp¿s) office to call the manufacturer representative about their programming. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient talked to a manufacturer representative on 2014 (B)(6) and their number was in the patient's information book. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0cvem, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).